Event description:
The customer reported with skin irritation including redness and flaking of the skin. Gp advised to stop using the mask and prescribed the medication.

Manufacturer narrative:
This event occured with a similar device in a foreign market. On february 26th additional information was received that indicated the patient used prescription medication to address the issue and as such a 30-day report is being submitted. A supplememntal report will be submitted once investigaiton occurs.